Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour frequently within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.